Event description:
It was reported that the device will not turn on nor is unit reading ac power connection. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad. A review of the device history record for (B)(6) was performed from date of manufacture 03/29/2018 to present date 01/10/2021 and note that this device has been returned for service 03/29/2018 which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (no power tp keypad). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
Investigation has not been completed. We will follow up again with full results.

Event description:
It was reported that the device will not turn on nor is unit reading ac power connection. There is no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/29/2018 to present date 01/10/2021 and note that this device has been returned for service 03/29/2018 which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device will not turn on nor is unit reading ac power connection. There is no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on nor is unit reading ac power connection. There is no patient involvement.